Event description:
It was reported that the device had system failure, primary audible bgnd test. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was a primary audible alarm problem.the device is in good condition with no appearance of any physical damaged. Performed occlusion test, primary audible alarm bgnd. Unable to determine who caused the problem. Replaced speaker, performed pm maintenance and all functional testing.

Manufacturer narrative:
Customer reported that there was a primary audible alarm problem.the device is in good condition with no appearance of any physical damaged. Performed occlusion test, primary audible alarm bgnd. Unable to determine who caused the problem. Replaced speaker, performed pm maintenance and all functional testing.

Event description:
It was reported that the device had system failure, primary audible bgnd test. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) . No problems or issues were identified during the device history record review. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. A corrective and preventative action has been opened to address the reported issue.